Event description:
It was reported to philips that the screen inside the room had no signal, which could impact image display. No harm was reported to philips. Philips has started an investigation of this complaint.